Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimate after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units, and the insulin gauge displayed 100 units after delivering 46 units of insulin for therapeutic delivery. During troubleshooting with tandem technical support, the customer loaded a new cartridge with 150 units of insulin, but received a minimum fill message. The customer's blood glucose level was 173 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.